Event description:
Biomedical technician at user facility alleged that the 3303 pulse oximeter had an inaudible alarm. Biomedical technician alleged that during an assessment inspection of the product, the unit began working fine and then immediately stopped alarming. The biomedical technician tried to get the unit to re-alarm, but had no success.

Manufacturer narrative:
The suspect device was returned to the smiths medical pm, inc. Technical service department for evaluation. Technical service observed the device had no audio. The speaker was provided to manufacturing engineering for evaluation. Manufacturing engineering noted that there was no audio output because the voice coil was open. The black vinyl material that holds the speaker wires in place was removed and one of the wires was loose at the connection to the contact. The voice coil wires were either not properly soldered or could possibly have come loose when the connecting wire were attached. This connection could have been broken if the monitor was jarred or dropped hard enough. (B)(4).